Event description:
Boston scientific received information that this patient was taken by ambulance to the hospital due to experiencing a syncopal episode. The paramedics recorded on a telemetry strip that the device was pacing at a rate of 113 ppm. The max tracking rate in this device was programmed to 115 ppm. Technical services was contacted to discuss the pacemaker mediated tachycardia (pmt) algorithm and why it was not stored in the arrhythmia logbook. Technical services discussed the pmt algorithm and recommended testing for rate dependency, and if so, discussed programming recommendations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.